Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. Also, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that on checking the lead post implant it was noted that there was intermittent capture on the right ventricular (rv) lead and thresholds were high. R waves were also low. On fluoroscopy the lead did not appear to have moved, however the physician suspected the lead may not be fixed sufficiently. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.